Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire and working length was twisted in the distal section; consequently, confirming the reported complaint. Reportedly, the issue occured during procedure inside the "pateint". It is possible that the way in which the device was handled and manipulated may have contributed to the working length condition during insertion into the scope. Additionally, as per manufacturing procedure, the devices are visually and functionally tested in order to avoid the encountered failure. Therefore, all compiled information on this investigation determines the most probable cause for the complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire was twisted at the tip of the sphincterotome affecting the "oreintation" of the cut. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.